Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy, which caused peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was unknown. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis. The pd therapy was ongoing. The patient informed that their pd catheter will be removed and they will be placed on hemodialysis therapy. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.